Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery alert preceding it. The customer stated that the insulin pump had powered off without any alarms. The customer's blood glucose was 170 mg/dl. She stated that the battery cap was not loose, cracked or damage. She reported that this was the second occurrence of off no power without a low battery warning. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification the insulin pump alarmed properly for the low battery. The insulin pump was received with a cracked case at the display window corners, cracked display iwndow, cracked belt clip slot, minor scratches on the display window and a stained end cap sticker.